Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Per customer, the unit was performing within qc specifications. The customer declined to provide specific data.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated rare occurrences of non-reproducible false positive accutni results. The erroneous result was not reported outside of the laboratory. Upon repeat, the results were in the normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.